Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that patient presented to the dental office with restoration in hand. The abutment screw fractured. The dentist had tried to remove the bottom part of the screw from the implant and managed to loosen it some but not able to get it out. The implant remains implanted at this time.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.